Event description:
It was reported to baxter (B)(4) that a patient control module (pcm) which was connected to a basal/bolus infusor had freely flowed for several hours during patient use leading to an overdelivery of morphine. According to the customer, the pcm became "loose" 5-6 hours after the patient had knocked and shaked it. The patient reported a feeling of sickness and cramping due to this occurrence. No additional information is available.

Manufacturer narrative:
(B)(4). Additional narrative: the device has been received by baxter; however, the device evaluation has not yet been completed. Once the evaluation has been completed, a follow-up report will be submitted. This device was used in conjuction with one of baxter's pcm watches (product code 2c1079k). A separate MDR report will be filed for this product code.

Event description:
(B)(6). According to the information received, the end user states that urine was not passing into a urine bag. Inside of the bag was sticky and discolored. Customer threw the bag away.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a basal/bolus infusor device which overinfused was not confirmed nor duplicated during product evaluation. A visual test was performed with no signs of abnormality found. A performance test was also performed, finding the flow rate to be within the specified range. Therefore, no assignable cause can be given. This device is a single use device and will be discarded. A batch review was performed revealing an exception report was documented for this lot. However, the issue associated with this exception report is not currently seen as contributing to the customer reported problem.